Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt (B)(4) has been completed. The reported problem (damaged cables) was confirmed. As received, the cable connecting the distribution node (dn) and rear therapy electrodes and the cable connecting the dn and ECG electrodes c and were pulled from the dn strain relief, damaging internal wires. The root cause of the damaged cables and wires is excessive force placed on the cable. No adverse event resulted from the damaged cable and wires.

Event description:
A us distributor contacted zoll to report damaged cables on a patient's electrode belt.